Event description:
During a cardiopulomonary bypass procedure, the device stopped pumping momentarily. There was no pt injury as a result of this event.

Event description:
During a cardiopulmonary bypass procedure, the device stopped pumping momentarily. There was no pt injury as a result of this event.